Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: it was reported by the customer that they have a faulty camera. It was further reported that "when you pull on the cord near the head the image disappears." The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the cable is the cause of this issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.